Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt stated they have changed their name. The reason for call was patient said they need an MRI and need to do MRI mode. Patient said they haven't charged in a while, but charged the controller the other day. Patient then said they are having issues charging the implant now and cannot charge. Patient mentioned they had a heart attack and stroke and went to the hospital. Agent had a hard time following the patient during call. Patient tried to start a charge session, but was getting poor recharge quality. Patient service specialist walked patient through passive charge mode. Agent advised what buttons to push and the patient had a hard time understanding this. Call was disconnected during troubleshooting and the issue was not resolved through troubleshooting. Pt stated they had a MRI when they had a stroke/heart attack and they did scans and not sure if something got damaged then.